Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that, patient faced infusion set cannula kinked event on 15-may-2024. The event occurred within 3 hours of insertion because of leak at the site. The insertion site was at abdomen. The blood glucose level was 232 mg/dl. The patient confirmed the introducer needle was ahead of the cannula prior to insertion. Unomedical do not see kinked as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can kinked slightly. No further information available.